Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with oversensing due to noise that triggered vf episodes. Noise was also seen on the svc to rv coil channels and was linked to the v sense amp noise. The noise was reproducible by coughing. The patient did not receive hv therapy. The lead measurement were stable and in range. The patient had a separate pace/sense and defibrillation lead in the v. Programming changes and chest x-ray were suggested. The leads were explanted. The patient was stable before, during and after the procedure.